Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that they experienced problems while splitting and peeling the sheath. The material of the sheath wasn't firm/solid enough to be split completely. When they split the sheath it was ragged/broke so they had to slice the wall with a knife/scissor to be able to remove the sheath and complete the procedure. No patient injury reported.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. According to the findings from the returned unit, the issue was related to incomplete scoring on the sheath tubing. The scoring process is a critical operation that must be performed using validated machine parameters and verified through visual inspection. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.